Event description:
Pt had been under general anesthesia. Pt was to be moved to ICU and placed on ventilator. Anesthesia disconnected pt from anesthesia machine. Ambu bag was connected to et tube. Upon use, ports became loose inside in the bag and was not effective to ventilate. Another ambu-bag was used. No adverse pt outcome.